Event description:
Loaner device was found on the floor by parent. The battery door was open and no battery inside. X-ray showed that the child had not ingested the battery.

Manufacturer narrative:
According to the provided narrative, the device was found on the floor, indicating that it had either been taken off by the child or fallen from the abutment. The device shows several signs of fall related damage - caused by the current or previous user of the device - and while the battery door is designed to be tamper proof, it is not resistant to effects from repeated fall damage. If there is a risk of dropping the device, the user is instructed per the device IFU that they should use the included safety line, which protects from this kind of damage by stopping falls with a line and a clip that can be attached to the users collar or similar. We have concluded that the degradation in battery door tar release force is due to user related damages. As per the device IFU, if structural damages are detected after a fall, oticon medical needs to be contacted to advise on the continued use of the device.